Manufacturer narrative:
The device history record (DHR) of the last three shipments of curved foot plates 21411-5 as well as the 37303-12 screw were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. Device was used for treatment, not diagnosis. On the x-ray it is visible, that the plate got bend in the area of the locking screw, that went through the hole. As stated in the technique guide the particular care is required when bending in the region of a plate hole, as deformation of the plate may lead to a failure of the locking mechanism.

Event description:
It was reported that a locking cancellous screw d=3.0mm was screwed through a foot plate curved 5-hole. There were no delays in surgery. This is report 2 of 2.